Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. With any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. His blood glucose level was 220 mg/dl. Sometimes the buttons were unresponsive. The insulin pump was exposed to moisture. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
All buttons functioned properly, however insulin pump had moisture damage on keypad traces. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.